Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during an anterior and posterior repair, retropubic sling insertion and cystoscopy procedure performed on (B)(6), 2013 for the treatment of stress incontinence, cystocele and rectocele. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6), 2013, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.